Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2020-00042 under the same suspect medical device but an incorrect manufacturer name, city and state. Patient information: no further patient information was provided by the customer. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30. The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, customer instrument logs, trending data, labelling, device history records and scientific literature. Return testing was not completed as returns were not available. In-house sensitivity testing for reagent lot 16263fn00 was completed using a retained sample of the complaint lot indicates that the lot is performing acceptably. Device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.

Event description:
The customer observed a false negative sars-cov-2 igg result generated on the architect i2000sr processing module for a female patient. The customer confirmed the results were being used for individual patient management. The following data was provided (reference range: < 1.4 s/c = negative, greater than or equal to 1.4 s/c = positive): on (B)(6) 2020: positive antigen pcr; on (B)(6) 2020: positive antigen pcr; on (B)(6) 2020: antigen pcr. On (B)(6) 2020; sid: (B)(6); sars-cov-2 igg = 0.88 s/c (negative) no impact to patient management was reported.